Manufacturer narrative:
As the lens remains implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that white residue or white flecks were found on a pcb00 21.0 diopter intraocular lens (iol) while inserting into the operative eye. The lens remains implanted in the eye. Reportedly, the patient can see great, there was no serious patient injury, no medical complications and no surgical intervention were reported. No additional information was provided.

Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site as it remains implanted. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.